Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5-1 enhanced half-height cubie all pockets were not detected on bus. A field service engineer (fse) logged in remotely and ran diagnostics, confirming that all pockets were recognized. The fse rebooted the machine, which cleared the failure icon and contacted the customer and requested that someone on-site verify the system. The customer later called back and confirmed that a pharmacy technician had checked the station and confirmed everything was working properly. The issue was considered resolved, and it was approved to close the call. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bottom drawer became unrecoverable and an error message stating 'device not detected on bus' was displayed.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.